Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced bleeding from their chest following an coronary artery bypass graft procedure. The patient had been heparinized prior to the procedure for impella use, however the day and time of discontinuation of the heparin is unknown. The patient was transfused with 2 units of packed red blood cells and was given methylene blue due to the bleeding. Three days later, on (B)(6) 2021, the patient's status was noted as critical. The patient expired the following day on (B)(6) 2021. It was note that the medical team suspected the patient to be in right ventricular failure. The medical team was informed of the importance of correctly managing right heart failure with impella support. A plan had been made for further revascularization and a surgical consult, however the patient expired prior to any further action. The use of the impella device cannot be excluded as a possible contributing factor in the patient's outcome.